Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 300 units of insulin. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 82 mg/dl.